Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported annular rupture and subsequent patient death were unable to be confirmed, however per medical opinion the annular root rupture/effusion may have been missed during the initial post procedure evaluation. The exact cause remains unknown, however may have been due to procedural factors listed above and/or patient factors not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported via a call from the field clinical specialist, a 29 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. The valve was implanted successfully with no leak post deployment. During deployment st depressions were noted with ischemia due to rapid pacing. Post implant the patient was transferred in stable condition. Approximately 20 minutes later the patient coded. The patient's chest was opened for potential surgical valve replacement, however, the patient expired. Upon further investigation of the imaging by the implanting physician, it is believed there was an aortic root rupture / effusion that was missed during the initial post procedure evaluation. The patient¿s family refused an autopsy. No additional info is available.